Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Device not returned.

Event description:
As reported to coloplast though not verified, patient was implanted with coloplast restorelle dfp mesh. Later the patient experienced left and right sided pelvic pain, rectocele and recurrent enterocele and vaginal vault prolapse. An exam was performed and revealed the rectocele and recurrent enterocele; diagnosis of a cracked lower pelvic and spine with chronic back pain. A urinalysis revealed blood, epithelial cells and crystals in the urine; diflucan and macrobid were prescribed. A subsequent exam revealed vaginal vault prolapse.